Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. The malfunction code was identified, and the customer was assisted by technical support in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.